Manufacturer narrative:
Visual inspection of the main circuit board revealed a leaky super capacitor. The main circuit board was replaced to address the reported complaint. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
During evaluation by a resmed authorized third party service center, an astral device displayed an error message (sf179) related to the super capacitor. There was no patient harm or serious injury reported as a result of this incident.